Event description:
It was reported that a high anterior resection procedure was performed, checked donuts and observed 2 complete donuts. Leak test done, and no evidence of leak was observed at that time - anastomosis appeared airtight. Placed rectal tube. Five days post op, patient had to return to or and a hartmanns procedure with colostomy performed, due leak from defect located anteriorly within the anastomosis.

Manufacturer narrative:
.